Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it if either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained the following info: on (B)(6) 2004, the pt felt nauseated, anxious and started to hyperventilate. She tested her blood glucose and received a reading of 273 mg/dl. Her usual blood glucose reading are below 180 mg/dl. She ate some food and contacted the hospital. Hospital advised the pt to come in if she concerned. An hour later, she went to the hospital and lab test was done and the result was 190mg/dl. No treatment was given to the pt. The test strips were in good condition and not expired. Test strips passed using the control solution. On (B)(6) 2004, the pt tested and noticed the reading switched to mmol/l. She had not gone into the set up mode recently and claims that the readings on saturday were in mg/dl. This case is being reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the pt accidentally changing the settings.